Event description:
Customer reported the respiratory therapist was unable to loosen the clamp to release the ett. The respiratory therapist used a blade to cut the securement loop to allow the tube to be manipulated. The device was replaced. No patient or provider harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The manufacturing site reports that power choice had carried out the static test as per the astm 2726 for each lot produced. Power choice also carried out the inspection on the catch slot using the "go and no go" gauge to verify the slot dimension. Slot specification is 0.85mm-0.90mm. This inspection had been carried out every 4 hours when running the injection moldings. There were no lots rejected in house due to the same issue as reported by the complainant. No issues were found on the returned sample, thus the complaint could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the respiratory therapist was unable to loosen the clamp to release the ett. The respiratory therapist used a blade to cut the securement loop to allow the tube to be manipulated. The device was replaced. No patient or provider harm reported.